Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the leaking issue was not determined due to lack of clinical details, no product returned for analysis. The cause of the purge disc not detected issue was not determined due to lack of clinical details, no product returned for analysis.

Manufacturer narrative:
Additional information was provided in h6 (medical device problem code). Upon review, it was identified that the pec code of purge disc not detected had been added to this report.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (initial reporter state, zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the leaking issue was not determined due to lack of clinical details, no product returned for analysis.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that there was a leak from the purge cassette. No additional information was provided at this time.